Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that customer were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose of 500 mg/dl and also hospitalized with blood glucose of 1027 mg/dl. Customer experienced symptoms such as nausea, vomiting, difficulty in breathing. The customer was treated with insulin drip, shot, insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated drive support cap appears normal. Customer was performed displacement test and result was no reservoir. Troubleshooting was performed. The insulin pump will not be returned for analysis.